Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). An investigation was conducted to evaluate this issue. Customer complaints received to date were reviewed to determine if others have experienced the issue encountered in this complaint. The review did not identify any issue that would indicate this product is not performing according to its claims. An internal troponin-I panel (made from human plasma and it is targeted to a known concentration) was tested with the reagent lot being evaluated (42894un10). The test confirmed that the reagent in question is performing within specifications and can detect known concentrations of troponin-I. Based on the evaluation results, no malfunction or product deficiency were identified related to this assay. However, the customer was referred to the assay package insert where such an issue is listed. The package insert instructed the customer to use the troponin results along with other information such as cardiac markers, ECG, clinical observations and symptoms. The package insert also provided instructions on specimen collection and preparation for analysis.

Event description:
The customer reported an additional false positive architect troponin result was generated on the architect i2000sr analyzer. The initial troponin result was 0.8 ng/ml. The sample was repeated in duplicate and generated results of <0.01. There was no impact to patient management reported.